Manufacturer narrative:
The explanted devices will not be returned for evaluation.

Event description:
A report was received that a patient's ipg was explanted because the device was causing pain in her back.